Event description:
A crack was found at the inner side of the grip parts of the pliers during inspection of the returned loner kit from the hosp.

Manufacturer narrative:
As per investigation results, both spring components of the returned pliers were cracked, one spring component broke after disassembling. The crack and the fracture surface showed intercrystalline forced rupture mode due to stress crack corrosion. The crack/breakage occurred due to very high compressive forces of the retaining screw. The root cause for this event can be attributed to a mfg related incorrect process step.